Event description:
It was reported that this right ventricular (rv) lead exhibited noise on rv pacing and shock egm, indicative of potential lead impairment. Boston scientific technical services (ts) discussed that, although no oversensing was observed, the observed noise should not be expected; therefore, ts recommended rv lead revision. No adverse patient effects were reported. The lead remains in service at this time. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).